Manufacturer narrative:
The curewrap has not been returned for investigation. A sample of 2 infant curewraps from the production lot m180371 were pulled and were tested on the criticool system for approximately 24 hours; no leaks were observed. It was reported that there was no harm to the patient. Customer complaint records over the past 2 years were reviewed and only 1 previous report of this type of failure was found. However, we will continue to closely monitor similar reports of this nature.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "curewrap was placed on patient. Alarm code 11 sounded. There was a leak at the connection. Curewrap was removed and a new one placed on patient. Problem was rectified."